Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that battery capacity had significantly decreased and noise was present on the implantable cardiac monitor. A follow up revealed the battery was prematurely depleted. The reason for depletion could not be determined as not many transmissions had been performed. The device was pending explant. The patient was stable.

Event description:
New information notes no replacement had been scheduled. The patient was stable before, during and after interrogation.

Event description:
New information received notes the physician had planned to explant the loop recorder due to premature battery depletion. Upon bringing the patient to the lab, the device could not be located, even under fluoroscopy. The patient stated that neither her nor any physician had explanted the device. It was not understood why no presenting electrocardiograms (egms) were available june, 2020 to dec, 2020 and then egms showed significant artifact in jan, 2021 and an almost depleted battery. Further information suggests the physician believed the device had been explanted though they could not determine where or who explanted the device. Fluoroscopic images taken revealed no visible device. There was no further action taken by the physician. No new device was to be placed. The patient was stable with no complications.